Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge stm has conversed with the customer and was advised that the helium tank was turned off. Once the helium tank was opened, the pressure held steadily. The iabp was then released to the customer and cleared for clinical service. Device not returned to manufacturer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient harm, serious injury or adverse event was reported.